Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm vollure¿ xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reported the event of that during patient injection with 1 syringe of juvéderm vollure¿ xc the needle disengaged from the syringe and product spilled out. No injury to the patient or injector was reported. The needle from the package was used and this was the initial use of the syringe.

Event description:
Healthcare professional reported the event of that during patient injection with 1 syringe of juvéderm vollure¿ xc the needle disengaged from the syringe and product spilled out. No injury to the patient or injector was reported. The needle from the package was used and this was the initial use of the syringe.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle in an opened vollure xc tray. No defect observed to syringe."